Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 739 mg/dl while wearing the pod greater than 72 hours. The patient did not realize that the pod was expired, and it was replaced on the way to the hospital. Symptoms reported include a reaction from pancreatitis and dka symptoms. The patient was diagnosed with dka and severe dehydration. The patient was treated with an insulin drip, dextrose, fluids with potassium chloride, tylenol and motrin for pain. Hydroxyzine was prescribed for anxiety. The patient was released after 4 days. Personal diabetes manager (pdm) settings were changed as a result of this event.